Event description:
It was reported that a revision surgery was performed due to a periprosthetic fracture. The femoral head and the stem were removed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, a single x-ray image was provided and reviewed, however it does not contribute to the clinical investigation. No additional supporting clinical documents have been provided. Therefore, due to insufficient relevant clinical information, no further clinical assessment is able to be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.